Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed, however it is anticipated.

Event description:
A medtronic representative reported that, while pulling exams in the cranial digital intercommunication of medicine (dicom), the application software exited without prompt from the user and reverted to a blue screen. The representative was able to restore functionality by pressing "ctrl+alt+backspace" and reverting to the cranial application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the reported issue was consistent to a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.